Event description:
It was reported by the rep taht the device was used during a laparoscopy. It was reported the surgeon fired one cartridge across the fallopian tube. He then noticed some oozing at or near staple line. He tried to control with bipolar cautery and endoscopic clips to no avail. Pt was opened and bleeding was controlled and the procedure completed.